Manufacturer narrative:
(B)(6). The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ plate tsa5% sb//levine emb catalog number 221289 which is a class 1, 510(k) exempt device. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ plate tsa5% sb//levine emb, biological contamination was observed. There was no report of confirmatory test. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "get mouldy."

Manufacturer narrative:
H.6. Investigation summary we confirmed contamination issue from photo. We observed 1cfu on the blood agar surface. No issue in DHR. No issue in retention sample. Root cause was undetermined. We didn't have other issues of this lot. We produced 53700 plates though. We noticed this issue to manufacturing department. No trend. We will continue to monitor this issue.

Event description:
It was reported that while using the bd bbl¿ plate tsa5% sb//levine emb, biological contamination was observed. There was no report of confirmatory test. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "get mouldy".